Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced difficulty walking and holding his own body weight following a permanent implant procedure. As a result, surgical intervention was undertaken wherein system was explanted to address the issue.